Event description:
It was reported via repair work order that the cot would not lock into the cot fastener due to stripped cot retaining post screw and pin brackets. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.